Event description:
It was reported that during use of the product customer suffered from severe allergic reaction; burns.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no lot numbers have been made available. However, the database of change controls for this product family was reviewed and it was found there were no raw material, methods of manufacture or manufacturing equipment changes since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reactions. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. No complaint sample was available for assessment. A clinical evaluation was completed for this case. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, we will make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range